Manufacturer narrative:
Patient information was not provided. PMA 510(k): the heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative opened the device and found a loose connection on the distribution board. The connection was re-seated and the device was tested for over one hour with no further error codes noted. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that an error code was displayed on the patient side of the heater-cooler system 3t during priming. There was no report of patient injury.